Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2017, product type catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative regarding a patient who was receiving dilaudid and bupivacaine at unknown concentrations and doses via an implantable pump for non-malignant pain and other non-malignant pain. It was reported on (B)(6) 2017 that upon pump replacement due to eri (elective replacement indicator), a hole in the catheter was visualized and there was what appeared to be hardened crystallized drug around a portion on the catheter. The date of the event was (B)(6) 2017. There were no known environmental/external/patient factors that may have led or contributed to the issue. The damaged portion was removed and a new pump connector was added on. At the time of the report the issue was resolved and the patient status was ¿alive; no injury.¿ the patient medical history was asked and would not be made available due to a legal/confidential reason. The patient weight was asked and would not be made available due to a legal/confidential reason. Other medications the patient was taking at the time could not be obtained as they were not available to the manufacturer. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer on 2017-dec-15. It was reported that back in august the patient got the pump replaced and repositioned. It was stated that the pump was ¿at its lifetime,¿ so it had to be replaced. It was noted that the pump had started to move ¿a tremendous amount.¿ it was related that because the pump had moved, the nurse with basic home infusion that filled the pump would go a quarter of an inch higher than where the port for the pump was. The date of the event was six months to a year prior to (B)(6) 2017. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative on 2017-aug-21. It was reported that the pump was replaced due to eri (elective replacement indicator) of seven months. It was indicated that the explanted portion of the catheter was disposed of. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative on 2017-aug-21. It was reported that they went ahead and replaced the pump as eri was seven months. It was indicated that the pump was disposed of at the account. No further complications were reported or anticipated.